Event description:
The hospital reported that towards the end of an endoscopic vein harvesting procedure, the vh-2000 c-ring scope wash tubing broke. No pieces of the c-ring nor the scope wash tubing fell into the pt. The c-ring was still fully attached to the c-ring slider when removed. The same device was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the c-ring was securely attached to the c-ring wire. The scope wash tubing was broken (detached) from the c-ring. The cannula was disassembled and showed that the scope wash tubing that broke from the c-ring was stuck inside the tubing assembly. A detailed visual inspection of the c-ring cradle found residual adhesive present around the broken scope was tubing. The break on the tubing at the adhesive junction to the c-ring appeared to have a clean (cleaved) surface. This surface matches the distal tubing end that was located inside the cannula lumen. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B) (4).